Event description:
It was reported that the table on the 2800 system locked up with a table motion error message. Also the foot-switch would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot-switch and controller were replaced and the high voltage cable cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.